Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient called office this morning reporting they felt that their ins had moved in the pocket to where it was perpendicular to their buttock but patient was able to use their hand to push it back to a parallel position. Patient also noted that last night when they went to lay down they felt the ins "going crazy" meaning that the stim intensity had increased. They deciphered that the increase in stim was likely due to the adaptive stim settings. Patient fell about 2 weeks ago but broke their fall with their right hand and didn't fall on their back or buttock at all. Caller had checked impedances and stated everything was green - technical services (ts) had them check various reference electrodes and all looked similar with values around 1000 ohms or below. Caller stated they hadn't reoriented the ins at all but everything seems ok now. Ts had caller check positions and everything was registering correctly in office. Ts reviewed re-orientation of the ins may be needed depending on the position in the pocket and caller speculated there may be fluid in the pocket. The troubleshooting steps that were taken on the call resolved the issue.